Event description:
The article documents a comparative analysis of antegrade dissection and re-entry chronic total occlusion (cto) percutaneous coronary intervention (pci) from the progress-cto registry from 50 centers (2012-2024). Three dissection strategies were compared: (a) knuckle wiring: knuckle wires without carlino technique or crossboss catheter (using pilot 200, gladius mongo, and fielder xt guide wires); (b) the crossboss technique: use of the crossboss catheter; and (c) the carlino technique: use of the carlino technique. Of the 2112 antegrade dissection and re-entry (adr) cto pcis performed between 2012 and 2024, 1575 (74.6%) used the knuckle technique. Crossing success rates were similar between the three wire types (pilot 200 90.5% vs. Gladius mongo 90.9% vs. Fielder xt 90.4%, p=0.975). The pilot guide wire achieved technical success in 75.5% of cases, procedural success in 75% of cases, mace (death, myocardial infarction, recurrent symptoms requiring urgent repeat target-vessel revascularization with pci or coronary artery bypass graft (CABG) surgery, tamponade requiring either pericardiocentesis or surgery, and stroke) in 2.9% and perforation in 10.1% of cases. The article concluded that knuckle wiring is the most commonly used antegrade dissection strategy. The crossboss catheter was used in less complex cases and was associated with higher success, whereas the opposite was true for the carlino technique. Details are listed in the attached article, titled "dissection techniques in chronic total occlusion percutaneous coronary intervention.¿ no additional information was provided. Date of procedure/event: (B)(6) 2012.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported failure to advance cannot be determined. The reported patient effects of myocardial infarction and perforation is listed in the hi-torque guide wires instructions for use as potential adverse events associated with use of this device. A conclusive cause for the reported myocardial infarction, cardiac tamponade, stroke/cva and perforation of vessels and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article title: dissection techniques in chronic total occlusion percutaneous coronary intervention. B3: date of procedure estimated as (B)(6) 2012. D4: the UDI is not known as the part and lot number were not provided. The death reported in the article is captured under a separate medwatch report.